Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years.  A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient expired, and the device was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for nausea and upper gastrointestinal (gi) bleed. No scope was done due to hypotension despite multiple pressors. Patient received 3 units of plasma and 4 units of packed red blood cells (prbc). Patient was move to hospice and lvad was turned off per patient¿s wishes. Patient expired on (B)(6) 2018 due to multisystem organ failure (msof). It was reported that the expiration was not device related. No additional information was provided.